Manufacturer narrative:
H10 h3, h6: the device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it was noted that the battery, battery charger and foot switch were not included. A functional evaluation revealed that the unit would not respond or pressurize when the rocker switch was engaged. The device¿s battery led indicated that the test battery was fully charged. The enclosures were opened. The fuse on the printed circuit board was tested by a multi-meter and tested open. The complaint was confirmed and the root cause was determined to be a blown fuse on the unit¿s printed circuit board. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures.

Event description:
It was reported that during knee surgery the spider two tenet was not holding. There was no delay in the operation or injury to the patient. It's unknown how the procedure was completed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.